Manufacturer narrative:
One cadd solis hpca pump was received with a downstream occlusion (dso) sensor bubble. Accuracy testing was conducted and the reported delivery accuracy issue was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. It was recommend that the dso seal be replaced due to a forming bubble.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was out of tolerance greater than 10%. There was no reported adverse event.